Event description:
Additional information received reported that the pump was explanted on 2015-(B)(6). It was also reported that the patient recovered without sequela. The device was explanted for eri.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there were two motor stalls and motor stall recoveries in the event logs on (B)(6) 2014. The first stall occurred at 05:17 and recovered 5 minutes later. The second stall occurred at 14:18 and recovered 7 minutes later. It was believed that there was a magnetic resonance image (MRI) that day. As previously reported the pump was being used to deliver baclofen (compounded) and the patient had recovered without sequelae.

Event description:
It was reported that at the last refill on 2014 (B)(6) the elective replacement indicator (eri) was 25 months. When the pump was interrogated for a refill on the day of the report, the eri had occurred already and the end of service (eos) date was 2015 (B)(6), which was said to be an odd occurrence. The patient later heard the alarm from the pump. It was also reported that there was a volume discrepancy. The actual residual volume (arv) was 7ml and the expected residual volume (erv) was 5ml. The health care provider (hcp) planned on replacing the pump. The pump was infusing baclofen (compounded). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Analysis of the pump found a feedthru shorting across the insulator. (B)(4)

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).